Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mg/dl; cause was not known. Reportedly, the customer was found on the ground responsive with a cut their head. The customer was treated with intravenous fluids of saline in the ER. The customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge and infusion set had been in use for more than 48 hours with humalog insulin.